Event description:
Caller reported that mobile app was frozen while loading a cartridge. There was no adverse impact to the customer's blood glucose level. After re-launching the app, the pump was still paired, and no further assistance was required.